Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number. All the information captured as per including g4 (date received by manufacturer) except b4. Additional: h2. Updates: d10, g4, g7, h3, h6, h10. It was reported that patient felt a sudden popping sound in the left hip. On (B)(6) 2015 it was detected for the first time that there was a breakage of a ceramic head. Revision surgery performed on (B)(6) 2015: change of cup and ceramic head. No trend identified. The device manufacturing quality records indicated that the released components met all requirements to perform as intended. Review of received data: implantation report dated (B)(6) 2014: patient received a left tha due to coxarthrosis. After reaming, the 58 cup was placed in the prepared acetabulum. Despite the cup was well placed and fix, no press-fit was achieved and 2 screws were used. Stem fixed without particular issue. No impingement and good rom achieved. No particular description about head implantation found. Revision report dated (B)(6) 2015: during opening the surgeon noticed immediately the cracks on the ceramic head. However, the fragments were still in place on the stem. After luxation of the joint, the ceramic fragments were reported. Inlay revised and showed clear signs of wear due to ceramic particles. Cup revised but found to be well integrated in the bone. No other conspicuous information. Devices analysis: visual examination: three large fragments were received, 2.8 % of the implant volume is missing. Inspection of the cone surface: one fragment showed primary metal transfer reflecting the thread structure of the cone. Secondary metal transfer was visible as well. At the top of the cone surface there were blood-like residues visible. The other 2 fragments showed a similar pattern with primary and secondary metal transfer as well as blood-like residues. Inspection of the fracture surfaces: the fracture surfaces of all fragments showed faint secondary metal transfer. Inspection of the articulating surface: the first fragmen showed strong line-like metal marks, the other 2 fragments showed line-like secondary metal marks on the articulating surface. The articulating surface of the 2 fragments were free of metal transfer. Furthermore, a matt and rough area was found on those 2 fragments. Root cause analysis: the origin of the fracture was most probably near the pole of the femoral head. The articulating surface of the femoral head showed one-sided abrasion. This was also reflected on the inlay surface, where one-sided wear was visible. The cone surface showed blood-like residues. The production and quality data of the sulox head were found to be according the specifications. The surgical report did not provide any information about the technique used to place the head on the stem. Patient bmi was unknown however the weight was reported to be 100kg. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. No x-rays to determine implant position were available for investigation. It was therfore possible that wrong behavior of the patient after primary implantation, combined with the high weight, led to unexpected head breakage. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Biolox-forte kopf 28/-3.5 's' 12/14; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a sulox-head 32 'm' 12/14 on (B)(6) 2014 on the left side. On (B)(6) 2015 breakage of the ceramic head was found after a sudden popping sound in the left hip. The patient underwent a revision surgery on (B)(6) 2015. Cup and ceramic head were revised.